Event description:
Patient admitted to hospital for removal and replacement of bilateral saline breast implants secondary to rupture of right saline breast implant. Patient was not satisfied with results of using saline breast implants. Patient denies trauma to breast implants. Capsulotomies were performed, and silicone gel breast implants were used as replacements. Patient authorized hospital to dispose of intact implant and give ruptured implant to manufacturer. Manufacturer is unk. Both surgically removed breast implants were disposed of.